Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. Model number/catalog number: sc-2316-50, serial number: (B)(4), model/catalog description: infinion 16 lead kit 50 cm; model number/catalog number: sc-3400-30, serial number: (B)(4), model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 12:00 pm CT. The report number is being corrected from: 3006630150-2018-62327 to: 3006630150-2018-61636.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Explanted date: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.